Event description:
It was reported that during a laparoscopic gastric bypass, the device was closed on the stomach and fired. When the release button was pressed, the instrument would not open. The stomach tissue had to be gently pulled out of the closed stapler. There was no pt consequence.